Event description:
This lead was noted on (B)(6) 2014 due to farfield oversensing. The oversensing was causing inappropriate mode switches. The physician believes that the oversensing was due to positioning. But did not plan to reposition the lead. As a result, he programmed mode switch and atrial discriminators were turned off. The physician was dr. (B)(6) at (B)(6) health sciences in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).